Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient attended the hospital due to breathlessness and increased dizziness. A prior review of the device showed normal device function other then the device reprogramming of bipolar switched to unipolar polarity which occurred (B)(6) 2017. This had resulted in oversensing and pace inhibition. The device was programmed to bipolar configuration to mitigate these effects. The most recent follow up showed pacing spikes with no capture. Further review showed out of range pace impedance measurements on the competitor right ventricular (rv) lead and the patient¿s heart rate was 34 beats per minute. The device pulse width was taken out to 2ms and the base rate decreased to 50 ppm, there was no evidence of oversensing with provocation/isometric/device manipulation, and no episodes of oversensing were logged. The device was explanted and the same competitor leads were implanted with the new device. Upon checking the competitor lead with the psa and device normal values were noted. This pacemaker will be returned. No additional adverse patient effects were reported.